Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 94 percent) in the moderately tortuous proximal part of the lad. During the procedure, the stent dislodged from the balloon. It was attempted to retrieve the stent by using a snare, but the attempt failed. It was tried to fix the stent to the vessel wall by using another balloon catheter, but the stent migrated, which was confirmed by ivus. Subsequently, an orsiro mission 4.0/18 was implanted to fix the migrated stent, which was successful, as confirmed by post-ivus.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis as reported. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined.